Manufacturer narrative:
(B)(4). The lot was manufactured from may 11, 2015 to may 13, 2015. The device was received for evaluation. Visual inspection revealed black particulate matter 0.04 square millimeters in size, embedded in the material of the stressmember. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was found after the device was compounded with an unspecified amount of daptomycin. There was no patient involvement. No additional information is available.